Event description:
It was reported that the 4194 lead had dislodged out of the patient's coronary sinus one day after its initial implant. The lead was therefore not pacing the patient in the left ventricle. A procedure was attempted to reposition the lead but it was not successful. The 4196 was then attempted to be implanted but this lead also was not able to be positioned. Both leads were removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the all conductors. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted and breached cut. It was also noted that there was blood/body fluid on the distal and proximal conductors.